Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, resistance ws encountered upon coil advancement. Upon withdrawal, the coil prematurely detached. No intervention was reported. The patient was reported to be fine.